Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer 08 did not open when they attempted to issue a medication. They stated that drawers 07 and 08 appeared yellow and were not recognized by the system. The customer also reported that rebooting the cabinet did not resolve the issue, as the drawers did not reconnect. They indicated that keys needed to be confirmed with the director of nursing so a technician could be dispatched. The customer reported that medication could not be dispensed from drawers 07 or 08 until the hardware was replaced. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 07 and 08 were not working on the med bank station. A technical support specialist tss rebooted the cabinet to check whether the cabinet reconnected, but the issue persisted. Then a field service engineer fse replaced the mini cubie controller board on drawer 7 and replaced the pyxis bus mini controller board to resolve the issue. Further the tss reconfigured the new controller boards. The system functioned as intended after the field service engineer repaired the device.